Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements since last month. Sales representative stated that the device might have been already reprogrammed. As the device involved is in the safety notice advisory and has been schedule for replacement, physician decided to also exchange the lead, however no confirmation of procedure was encountered. All of the other parameters were within limits. Additional information has been requested in order to understand the patient status. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information received by sales representative confirmed the lead and device were successfully replaced and will not be return for analysis as it was surgically abandoned . Also it was mentioned that it was most likely a real lead issue and not device-lead issue. No additional adverse patient effects were